Event description:
Two months ago, the patient fell over in the swimming pool and had a bump on his head. Afterwards, the patient was not longer able to hear anything. Testing contimed that the device had malfunctioned.